Event description:
It was reported that the patient arrived in the emergency room with symptoms of open incision and draining. Examination/palpation found dark bruising around the pump site and the pump pocket appeared to be distended. A CT (computed tomography) scan with contrast was performed on (B)(6) 2015 which found a large fluid collection surrounding the implant. Surgical revision was performed on (B)(6) 2015 to evacuate a hematoma in the pump pocket. The event was considered unrelated to the device or therapy, and was related to the implant procedure. There were no serious adverse drug effects (sade). The patient issue recovered without sequela (B)(6) 2015. The pump was used to infuse lioresal (baclofen). Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2015, product type accessory. (B)(4).